Manufacturer narrative:
Product event summary: analysis was unable to confirm that the programmer screen was unresponsive with touch pen since no stylus was returned with the programmer. It was noted that the overlay to the screen was broken, the screen color was pink requiring the replacement of a circuit board, there were missing hinge plate screws, the handle was broken, the power cord door was damaged, the keyboard latch was broken, the electrocardiogram (ECG) connector was loose, the rubber pads on the lower case were damaged, the upper hinge plate was scuffed up.

Event description:
It was reported the programmer screen was unresponsive. The touch pen appeared to work well. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).